Manufacturer narrative:
Device was received with all its features working properly. No anomalies noted during testing. Device p-cap / reservoir locked properly in place and the insulin pump passed the displacement test and self test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer current blood glucose level was 42 mg/dl. It was unknown whether the auto mode feature was active at time of low blood glucose event. The customer stated that the insulin pump had a lost retainer ring on top of reservoir compartment. The customer stated that the insulin pump had a crack. The device will be returned for analysis.